Manufacturer narrative:
Additional info has been requested, and if provided, will be submitted in a supplemental report.

Event description:
The surgeon reported a revision surgery. "The reporter noted that these devices were associated with high metal ions and an abnormal reaction to metal debris. The details of the devices are not known as the implantations took place at another hospital, the (B)(6) hospital. The operating surgeon was mr (B)(6). The explanted devices are now at the (B)(6)."